Event description:
Information was received from a service and repair regarding a patient for an unknown spinal therapy. It was reported that the ball joint cannot be secured. There was patient involved in the event and no further complications were reported. Additional information was received via manufacturer representative that reported event happened on (B)(6) 2021 during procedure. The reported product came in contact with the patient. The procedure involved in the event was micro endoscopic discectomy (med) and pre-op diagnosis was spinal canal stenosis.

Manufacturer narrative:
(B)(6) service and repair report confirmed that the joint screw had come off and the fixed parts had fallen out. The screw disconnection in the joint region is not subject to repair. If information is provided in the future, a supplemental report will be issued.